Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes and numerous short v-v intervals on the right ventricular (rv) lead. Additionally, lead warnings for high/undefined pacing impedance and high/undefined rv coil impedance were observed on the rv lead. Reprogramming was completed to turn ventricular fibrillation (vf) detections off. The lead remains in use. No patient complications have been reported as a result of this event.